Event description:
It was reported by the customer that the device was displaying an illuminated service indicator, and had two error codes in memory that indicate a potentially critical failure. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that a connector jack, designator j23, on the therapy pcb assembly was cracked. The therapy pcb assembly was replaced and then, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.